Manufacturer narrative:
Details of complaint on (B)(6) 2019 customer reported cns device was constantly rebooting and displaying "network disconnect". Device was sent into nka for evaluation and repair. Nka repair center found the issue was caused by the hard drives. After replacing the hard drives, the issue was resolved. Service requested: repair. Service performed: repair. Investigation result: device was put into service on (B)(6) 2017. Service history for this device shows this is an isolated device. Cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. With this fail-safe system, both hard drives failure is prevented when user follows prescribed maintenance procedures. Based on the required maintenance procedures, a scenario where both hard drives fail is when the first hard drive failure is not being addressed by user. Due with limited information available, the root cause could not be determined.

Event description:
The nurse reported that the central nurse's station (cns) keeeps rebooting and giving a "network disconnect" error. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) keeps rebooting and giving a "network disconnect" error. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) keeps rebooting and giving a "network disconnect" error. No patient harm was reported.